Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2017 due to experiencing severe sickness. Reportedly, the customer's blood glucose (bg) level was 1431 (mg/dl). In an attempt to resolve the issue, the customer delivered a correction bolus. While at the hospital, the customer was treated with intravenous (IV) insulin, which resolved the issue. Several hours later, during a follow-up call, the contact reported that the customer would transition from the IV insulin drip back to the insulin pump within the next 24 hours. At the time of the call, the customer's bg level was "stable". During a follow-up call on (B)(6) 2017, the contact confirmed that the customer was released from the hospital on (B)(6) 2017.